Event description:
It was a reported that a patient underwent cardiac ablation procedure that included thermocool smarttouch sf catheter. The patient experienced pericardial tamponade that required pericardial drainage. Timing: when lpv (left pulmonary vein) ablation had been done and about half of rpv (right pulmonary vein) was ablated. Description of health hazard: cardiac tamponade. Atrial septal puncture was performed with rf needle. During performing ablation on the rpv, pericardial effusion was confirmed. Blood pressure dropped suddenly, and the patient was checked for effusion by echocardiography. Pericardial effusion was confirmed, drainage was performed and blood pressure became stable, so the patient left the room. Ablation was terminated during the procedure. Steam pop was not confirmed . Irrigation catheter's flow rate setting was nominal setting. No abnormalities observed prior or during the use of the product. Physician's judgment on health hazard: non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product (comments): the issue had nothing to do with the product. It was a matter of operation. The event may have been caused by the catheter swung around too much at the time to reinsert it into the left atrium again after it was removed from the left atrium to the right atrium. Cf monitoring methods: real time graph; dashboard; vector; visitag. Visitag coloring settings : tag index. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31034014l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-jul-2023, bwi received additional information indicating the physician's identity. Section e has been updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).